Manufacturer narrative:
Section a1: patient's information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. Manufacturer's investigation conclusion: evaluation of the heartmate ii lvas, serial number (B)(6), confirmed a thrombus formation within the outlet stator. The submitted log file contained data from (B)(6) 2021 at 15:07:24 to (B)(6) 2021 at 10:20:29. On (B)(6) 2021, the pump power and calculated flow appeared to be slightly elevated and as high as 6.3 watts and 5.7 lpm. There were no other abnormal events captured. The pump operated above the low speed limit for the duration of the captured data. The pump appeared to operate as expected. (B)(6) was returned with the driveline severed approximately 5¿ from the pump housing. The sealed inflow conduit (flex section, inlet elbow, and inlet extension) was returned attached to the inlet port. The sealed outflow graft, with the outflow graft bend relief and bend relief collar, was returned attached to the outlet elbow. The outlet elbow was returned attached to the outlet port. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a dark red, tissue-like deposition surrounding the outlet bearing ball and extending into the vanes of the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the darker areas of denaturation, as well as concentric marks noted on the outlet portion of the rotor and the bearing cup, indicate that the thrombus was present in the outlet stator during support of the patient. A specific cause for the development of the observed deposition could not be determined through this evaluation; however, the deposition could have contributed to the reported hemolysis and elevated pump calculated flow and power. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 20aug2018. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists hemolysis, bleeding, and pump thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. Section 6 (under "anticoagulation") also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient's pump was exchanged on (B)(6) 2021 due to pump thrombosis. The exchange was uneventful and the patient was extubated.

Manufacturer narrative:
Patient weight was estimated from most recent figure provided no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had elevated lactate dehydrogenase (ldh) of 1020, hemoglobin (472), and bilirubin 67 compared to 35 baseline) count. Hematuria was reported, concerning for hemolysis. Bivalirudin was transfused. The flow was elevated slightly.